Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopic exploration and meniscectomy, the front end of a probe saphyre wand fell off into the body cavity. The doctor carefully looked for the fallen part to make sure there was no residue in the patient, the residues were removed using tweezer. Surgery was resumed with a back-up device, after a delay greater than 30 min. No further complications were reported. The current health status of the patient is fine.

Manufacturer narrative:
H10: additional information: b5. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the residues were removed from the patient. The procedure was completed using a back-up device. Although a delay was reported, it was communicated that the patient is fine. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a knee arthroscopic exploration and meniscectomy, the front end of a probe saphyre wand fell off into the body cavity. The doctor carefully looked for the fallen part to make sure there was no residue in the patient, the residues were removed using tweezer. Surgery was resumed with a back-up device, after a delay greater than 30 minutes. No further complications were reported. The current health status of the patient is fine.